Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis due to a forced sensor error. There was a super capacitor post error in the history but there was not any force sensor errors in the history. Start-up and multiple flow and occlusion tests were performed. The issue was not able to be duplicated but the main board had a counterfeit dark blue low-profile super capacitor in it. The mainboard was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical pump presented with a forced sensor error. There were no reported adverse events.